Manufacturer narrative:
The following patient medical information was provided: no known allergies. Medications: ondansetron (4mg tablet, oral as needed), promethazine hcl (25mg suppository, rectal as needed), eliquis (5mg tablet, oral two times daily) surgical history: aneurysm repair. Code a010859, problem associated with the use of the device in terms of inappropriate or incorrect control settings or incorrect treatment parameters for the device's specified operation and/or intended use. Code b13, communication/interviews- additional information in regard to the event of the case was requested. The provided additional information is captured in the event description. Code b20, device not accessible for testing: the medical device remains implanted and was therefore not available for return and evaluation. Code c19, no device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Code b15, analysis of data provided by user/third party: imaging was provided from the treating facility for consideration. The results of the imaging evaluation and findings are included. D1103, cause traced to intentional off-label, unapproved, or contraindicated use: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including but not limited to: proximal aortic neck angulation = 60°. Code d12, known inherent risk of device: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2022 the patient underwent endovascular aortic repair for an aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses. As reported, the gore® excluder® conformable aaa endoprosthesis, trunk ipsilateral leg component was placed farther below the renal arteries in order to avoid angulation. On (B)(6), 2022 the patient underwent computed tomography angiography (cta). Medical records indicate that a type ii endoleak was identified. Additionally, as reported, treatment was required for a type 1a endoleak. As reported, on november 3rd, 2022, the patient underwent reintervention in which two gore gore® excluder® conformable aaa endoprosthesis, aortic extender components were implanted. The procedure went well. There were no reported adverse events. Images were provided for consideration. The imaging evaluation performed by a clinical imaging specialist showed the following: three time-points available for evaluation: pre-implantation cta dated (B)(6) 2022, post-implantation cta dated (B)(6) 2022, and post-implantation cta dated 9/15/2022. Pre-implantation imaging dated (B)(6) 2022 shows: 3d images show a tortuous aorta distal to the renal arteries. Aortic angle distal to the renal arteries appears to be ~104º. Proximal neck diameters range from ~17mm ¿ 20mm. Post-implantation cta dated 9/13/2022 shows: there is contrast pooling outside the implanted devices in the aneurysm sac. The length from the right renal artery to the proximal implanted device appears to be ~14mm. Cannot clearly define where contrast originates on this time-point. Post-implantation cta dated (B)(6) 2022 shows: there appears to be increased contrast pooling outside the implanted device on 3d and reconstruction images. Contrast can be visualized outside the proximal end of the implanted device on this time-point. Therefore, a proximal type I endoleak is confirmed. All pooling contrast appears to communicate throughout the sac. Contrast is visualized in a couple lumbar arteries at the level of the implanted device. No delayed contrast imaging is available for comparison and cannot confirm ante grade or retrograde flow with available images. Therefore, cannot confirm type ii endoleak(s) with available imaging.